Event description:
The patient was implanted with a herniamesh t-sling cal-ts10 lot 0128 on (B)(6) 2004. Many years later, the patient has suffered mesh erosion, pain, punctured colon, six repair surgeries, incontinence, and dysuria. No further information has been provided.